Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis inside a jl40 .071 guide catheter. A visual examination of the crimped stent found the proximal portion of the crimped stent was severely damaged and bunched distally. Distal end of the stent is still in place. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple severe kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The device could not be removed from guide catheter due to bunching of proximal stent struts, therefore the hypotube was cut during analysis to allow for removal and inspection of the device. A visual and tactile examination found a lumen kink in the outer and inner shaft wall 40mm proximal to the bi-component bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and catheter removal difficulties occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 32mmx3.5mm, concentric, de novo target lesion was located in mildly tortuous and mildly calcified left anterior descending artery (lad). Following predilation with a 2x14 maverick balloon catheter resulting to 80% residual stenosis, a 3.00x38mm promus element¿ plus drug eluting stent was advanced through a guiding but failed to cross the lesion. When the stent was attempted to be removed, resistance was met so the whole system was taken out and the physician noted that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and catheter removal difficulties occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 32mmx3.5mm, concentric, de novo target lesion was located in mildly tortuous and mildly calcified left anterior descending artery (lad). Following predilation with a 2x14 maverick balloon catheter resulting to 80% residual stenosis, a 3.00x38mm promus element¿ plus drug eluting stent was advanced through a guiding but failed to cross the lesion. When the stent was attempted to be removed, resistance was met so the whole system was taken out and the physician noted that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.